Event description:
Report received of two incidents of tubing leaks. No specific pt info was provided. It was reported that two pts at a maxillofacial surgical center had infusions of lactated ringers. At some point after the start of the infusions, IV solution was noted to be leaking at the y-site. There was reported bleed back up to the point of leakage, but no blood loss was reported. The tubing sets were changed and the infusions resumed with no further problems. Multiple attempts were made to obtain further info, but no further info was provided.